Event description:
Additional information was received indicating that the patient was stable following the placement of a pleural drain.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, but it was reported by the field to potentially be due to cachexia and there was no allegation of device malfunction.

Event description:
During the implant procedure, a pneumothorax was noted via x-ray. It was suspected that the cause of the pneumothorax was due to cachexia. A pleural drain was placed to resolve the event. There was no alleged malfunction against any abbott device.